Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2020. Additional information: d4,h4, h6. Corrected information: d3, g1, g2. A manufacturing record evaluation was performed for the finished device al4286 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was also reported that at the time of knotting, the suture broke. There were no patient consequences reported.